Manufacturer narrative:
Product complaint # ==> (B)(4). Initial reporter occupation: lawyer. The device catalog number is unknown; therefore, UDI is unavailable. (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pinnacle mom litigation record received. Litigation alleges heavy metal poisoning from toxic heavy metals resulting to injuries in the muscle, tissue, scar tissue formation, metallosis, metal wear, limited adl, pain, emotional trauma and distress. Doi: unknown; dor: (B)(6) 2022; hip unknown.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and stated the following: as a result of the defective hip device, it developed elevated chromium cobalt levels, metallosis, instability, tissue and bone damage, suffered severe pain and discomfort, difficulties standing, sitting, walking, climbing stairs, and performing normal daily living activities, inability to sleep due to pain and discomfort. Doi: (B)(6) 2007. Dor: (B)(6) 2022 affected side: left hip.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 dob, a3, b5, b7, d6a, d4 (lot, catalog, expiry date, UDI), h6 (health effect - clinical code) h6: metal related pathology (e1618) is being utilized to capture blood heavy metal increased & metal poisoning. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, d1, d2a, d10 (concomitant), g1.

Event description:
Medical records received. Revision notes stated that significant synovial fluid was noted as well as extensive blackened synovial tissue.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. All available x-rays were reviewed found nothing indicative of a device nonconformance or a relation with the reported adverse event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: g4

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records patient was revised due to other mechanical complications of internal left prosthesis. Operative notes indicated significant synovial fluid was noted as well as extensive blackened synovial tissue consistent with advanced metallosis. The acetabular and femoral components were well-fixed and well aligned. On (B)(6) 2019 she underwent a right total hip arthroplasty due to osteoarthritis with a competitor implant being used.